Event description:
A customer observed non-repeatable discordant vitros ahav igm results for a single pt sample. The discordant result was falsely reactive. The result was reported to the patient's physician. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation determined there was no evidence to suggest that an instrument malfunction had occurred during the time of this event. It was concluded, based on repeat analysis for anti hav igm and negative total hav results, that the true result for anti-hav igm is negative. Quality control results were acceptable for the assay in question on the day of the event. Investigation into this event could not conclusively determine a root cause.